Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir cap anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that the reservoir he filled would not stay connected to his infusion set. Customer was advised that he would try to screw the connect cap onto the reservoir but the reservoir would just fall. Customer was advised that we will send replacement along with the return canister for his reservoir.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.